Event description:
The device was explanted due to premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis confirmed premature battery depletion. The battery longevity was below the expected limit. During bench testing, analysis found an anomalous integrated circuit component.